Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the gas delivery engine (gde) and reset the serial number and model. All work performed in accordance with avea service manual. Fsr performed est and performance check, all passed. Ventilator is operational and meets OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was auto cycling. The customer advised there was no patient involvement associated with this event.